Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter the catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: catheterization problem - catheter appears to be chipped at the tip. (Before catheter installation it worked well, after installation the problem appeared)

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.